Event description:
It was reported a device shift occurred. A left atrial appendage (laa) closure procedure was performed. The patient's left atrial pressure was 17mmhg and their activated clotting time (act) was 390 seconds. A 27mm watchman laa closure device was successfully implanted with a compression range of 15-19%. The closure device was sitting at the ostium and was seated in a normal position. At the patient's 45-day follow-up, it was noticed that the device was tilted at the 45 and 90 degree angles. There were no patient complications reported. Further discussion is taking place to determine the next steps.